Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v796194, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that starting 2 months ago the patient began to have painful stimulation. The painful stimulation came on suddenly and the patient didn¿t allude to anything prompting it. It was noted that the patient¿s health care provider (hcp) was interrogating the implant and the patient had been on program 2 99 percent of the time and had tried to turn stimulation down but that didn¿t help. The patient had not communicated the issue to their follow-up hcp. It was reported that program 2 was set using 3 positive and 2 negative.